Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6); product type product ID 97755 lot# serial# (B)(6); product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were having issues with their manufacturer unit. Patient said the issue started in november of last year and has just gone down since then and as of june the implant stopped charging. Patient clarified last november, the implant battery wouldn't charge past 40%, even after unplugging and plugging back in. Patient said if they finally did charge to 100%, the stimulation wouldn't do anything and they tried increasing but that wouldn't do anything. They tried turning stim on and off but then the controller was showing that the presets of b and c were back to option a only now and patient seemed the settings seemed to have lost its memory and patient told rep the stim kind of worked like when the implant was first set up. Patient also said they would charge up to 100% in an hour, but then the implant battery would deplete down to 0% in just a few hours (when before the implant would last from 3-5 days). Patient also said they would see finished when implant was at 30%. Patient had tried resetting. Patient said they met with rep around (B)(6) and rep checked everything and said to call patient services (ps). Pt said they called on (B)(6) of last year and was told there weren't any controller in, then patient called again in june and was going to be sent a replacement controller.  Patient said today was the first time they were able to connect to charge since june (every other time they tried they'd see no device found). Patient was charging on excellent (controller 90%, implant 50%). Patient said they got to 50% in 5 mins, but during the call they didn't increase past 50%. Agent reviewed settings are stored in the implant and battery depletion depended on settings. Agent reviewed controller reads what implant is telling it. Agent redirected to hcp/rep to check recharging/settings/implant in person and reviewed rep could call in to tech while meeting with patient if needed. Additional information was received, it was reported manufacturer representative (rep) called and said they were meeting in clinic with pt and pt seemed to be having trouble with external equipment and possibly ipg. Rep stated they were looking at patient diaries for recharging and two diaries (one from march 25) were blank and had 0 minutes and 2 minutes charging. Rep also said they saw the pt was at 90% and 0 minutes charging and saw a previous diary from same day with 40%. Rep said pt got the word "finished" a lot when the implant was not charged all the way and sometimes the implant lasted a few days and sometimes the charge only lasted 12-14 hours. Rep said pt was in pain because they could not charge their ins consistently. Rep said sometimes the charging burden was too much for the pt because the pt would spend a long time charging "just like with the restore batteries." Rep said pt had to stand in perfect position to get charged and when pt first unlocked their controller, they got no device found often even though implant was charged. Rep said the pt would press retry and eventually the controller would locate the ins. Technical services (tss) had the rep unlock controller on call and rep got "no device found" and then "stimulation is off" screen. Tss asked about pocket site and mdt rep. Said the ipg was pretty superficial, but was implanted slightly out of the flank area right below the ribcage at around l1, which was normal for the surgeon who implanted the pt. When pt tried to charge, they got poor recharge quality. In passive recharge mode on the call, rep got mostly numbers in the 50's and 60's, rep got into the 70's one time on call. Rep said the pt was charged 40%, but implant was still in passive recharge mode, which the pt said was common. Tss emailed repair department to replace the controller and recharger.